Manufacturer narrative:
The following fields were updated: g4, g7, h2, h4, h6, h10. This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The IFU contains the following statements: ¿before each case, prepare and inspect this instrument as instructed below. Inspect other equipment that are used with this instrument as instructed in their respective instruction manuals. Should the slightest irregularity be suspected, do not use this instrument and see chapter 5, ¿troubleshooting¿. If the irregularity is still suspected after consulting chapter 5, contact olympus. Damage or irregularity may compromise patient or user safety and may result in more-severe equipment damage.¿ the review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. A definitive root cause could not be determined. However, investigation has concluded that the event likely occurred as a result of the age of the device or there is a possibility that the a-rubber fell off because external force was applied to the a-rubber and it was torn. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This event occurred during reprocessing of the device. There was no patient involvement. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the distal portion of the plastic cover was detached. The bending section cover (a-rubber) was missing and the image was foggy. Additionally, the distal end of the bending section separated. The image was foggy, and there were buckles noted on the insertion tube. Furthermore, the scope connector had a loose eto valve, and light guide prong cover glass. A supplemental report will be submitted when the investigation is finalized and/or if additional information should become available.

Event description:
It was reported the distal end of the rhino-laryngo fiberscope separated during reprocessing.